Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.

Event description:
USA. Allegedly, a patient develop a capsular contracture baker grade iii in her right breast. Additional surgery related to this event was performed on (B)(6) 2025, but the implant was left in same place and not removed.

Manufacturer narrative:
This follow-up report is being submitted because additional clinical information was received indicating that, besides the initially reported capsular contracture, the patient also experienced swelling and a hematoma.

Event description:
USA. Allegedly, a patient develop a capsular contracture baker grade iii in her right breast. She presents swollen and hematoma that requires a revision/ clean up of the pocket and hematoma. On that surgery performed on (B)(6) 2025, the implant was left in same place and not removed.